Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. S/n (B)(4) the lead body was pulled and cables were fractured at the proximal side of the lead. X-ray inspection revealed that several cables were fractured at the clik anchor site, 1 cm from the set screw mark. S/n (B)(4): x-ray inspection revealed that several cables were fractured at the clik anchor site. The splitters exhibit normal characteristics. The clik anchor has torn eyelets.

Event description:
A report was received that the patient¿s leads were showing high impedances. The patient underwent a lead revision procedure wherein leads and lead splitters were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s leads were showing high impedances. The patient underwent a lead revision procedure wherein leads and lead splitters were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model: sc-2316-50, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm), model: sc-4316, lot: 16357451, description: next generation anchor kit-sterile.